Event description:
Customer reported a malfunction on the pump with code malf 16, but no notable events occurred prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Upon experiencing the malfunction, the customer contacted technical support, who assisted in resetting the pump; however, the malfunction recurred. Consequently, technical support arranged for a replacement pump to be sent to the customer along with updated software, and provided necessary training and instructions for returning the faulty pump. The customer acknowledged and understood the steps involved.